Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of main printed circuit board (pcb) was corroded. The main printed circuit board (pcb), upper and lower case halves, keypad, encoder assembly, all four control knobs, main seal, display frame, all four display grommets, insulator label, all four display frame screws, two case screws and all six printed circuit board (pcb) screws were contaminated. It was noted that the hanger was broken and the red wire on the liquid crystal display (lcd) was pinched (wires exposed). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery symbol of the external pulse generator (epg) was blinking red. The product has been returned for service. There was no patient involvement.